Manufacturer narrative:
H1 type of reportable event corrected to serious injury.

Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user reported experiencing itching caused by the white adhesive patches. According to the user, the symptoms first appeared on (B)(6) 2025. The adhesive patches were confirmed to be within their expiration date (08-20-2027). Bandages or tegaderm were not being used at the time the symptoms occurred. The user reported applying lotions or creams to the area and noted a history of sensitive skin. The user's hcp is aware of the event and prescribed a medicated cream. Per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported experiencing itching caused by the white adhesive patches. According to the user, the symptoms first appeared on (B)(6) 2025. The adhesive patches were confirmed to be within their expiration date (08-20-2027). Bandages or tegaderm were not being used at the time the symptoms occurred. The user reported applying lotions or creams to the area and noted a history of sensitive skin. The user's hcp is aware of the event and prescribed a medicated cream. Per dms, the user is currently using the system with up-to-date information.